Manufacturer narrative:
A root cause for the patient¿s stroke could not be determined and no device-related issues were discovered during the evaluation of the device. The device was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the device upon disassembly revealed depositions of loose, tissue-like clotted blood within the sealed inflow conduit and the proximal side of the outlet stator. Their lack of lamination and denaturation suggests that these depositions developed acutely likely due to poor surface washing associated with a low flow event. Additionally, there were no contact marks on the distal end of the rotor to verify that the deposition found within the outlet stator was actually present during support. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they may have contributed to report of elevated lactate dehydrogenase. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on an unspecified date, the patient¿s lactate dehydrogenase (ldh) levels were elevated while the pump parameters remained normal. The patient has a history of heparin induced thrombocytopenia, type 2 (hit ii). The patient was admitted to the hospital. Upon admission the patient's international normalized ratio was 2-2.5. The patient was started on argatroban. On (B)(6) 2015, the patient experienced a hemorrhagic stroke followed by hemodynamic decompensation. The pump parameters then changed; specific information was not provided but pump thrombosis was suspected. It was reported that the pump thrombosis worsened secondary to the hemodynamic instability from the cerebral situation. The following day the patient expired and the reported cause of death was hemorrhagic stroke.

Manufacturer narrative:
The approximate age of the device is 32 days. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.